Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported via voluntary medwatch that a product performance issue was noted on the right ventricular (rv) lead. The rv lead was capped. No additional information or adverse patient effects were reported.